Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the luer-lock connection (brown head) fell off during patient use.

Manufacturer narrative:
(B)(4). The customer provided one photo of a cvc. Visual examination of the photo revealed the distal luer hub was separated from the extension line body. The customer returned one cvc for evaluation. Visual examination confirmed the distal luer hub was separated from the lumen. A portion of the extension line body was visible within the separated luer hub, indicating the separation was due to failure of the extension line body. The point of separation was rough and jagged, indicating undue force caused the breakage. The distal extension line length measured to be 86 mm which is consistent with the nominal specification. The inner diameter of the distal extension line measured to be 1.47" which is within specifications. The outer diameter of the distal extension line measured to be 2.17 mm which is within specifications. This indicates that the wall thickness measured as expected. The proximal and medial extension lines were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the distal extension line. A portion of the extension line body was visible within the separated luer indicating hub the separation was due to failure of the extension line body. The points of separation on the catheter body appeared rough and jagged, indicating that undue force was applied to the catheter during use. A device history record review was performed based on sales history with no relevant findings. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error (undue force) caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the luer-lock connection (brown head) fell off during patient use.